Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The distributor performed the troubleshooting and determined that the speaker cable is faulty and must be replaced. A quote has been sent to purchase the part. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was error message "speaker malfunction" occurs. The device is in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The distributor spoked with the biomed and confirmed there was no sound. Some troubleshooting work was completed and determined that the speaker cable is faulty and must be replaced. The speaker needed to be replaced. A quote was sent to customer. Based on the information available cause of the reported problem was a faulty speaker cable. The reported problem was confirmed. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer and the quote expired. No further information was provided. A supplemental report will be submitted if new information is obtained.